Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative (rep) reported that there may have been a change in voltage implied in the text from a healthcare provider. The manufacture representative noted that the patient works with some sort of theft detection system to remove theft detectors on items. They would follow up with the healthcare provider to gather more information. No further complications were reported/anticipated.